Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. Patient stated the cgm was reading high mg/dl. Patient did not feel any symptoms of hyperglycemia but made a correction insulin bolus. After a short time, patient made a second correction bolus after there was no change in the cgm values. After half an hour the cgm value was 396 mg/dl and the device indicated that the cgm values were still rising. Patient still did not feel any symptoms of hyperglycemia, so she took her bg reading of 180 mg/dl. Patient reported feeling hypoglycemic symptoms of nausea and general unwell feeling. Patient took some quick active sugars but could not recall what type. No medical intervention was required. At the time of the call, patient was in good condition. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined. It was reported that the patient did not enter finger stick values promptly. No data was provided for evaluation. Labeling indicates: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event. No additional event or patient information is available.